Event description:
It was reported that this patient experienced lightheadedness. It was noted that this right ventricular (rv) lead exhibited high capture thresholds. It was noted that many right ventricular automatic thresholds (rvat) tests were run, but there were no alerts indicating that the rvat was suspended. Additionally, the lead safety switch (lss) was triggered due to high out of range pacing impedance. There was no capture on the bipolar programming, but there was capture on the unipolar programming. Technical services (ts) recommended resolution recommendations. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced lightheadedness. It was noted that this right ventricular (rv) lead exhibited high capture thresholds. It was noted that many right ventricular automatic thresholds (rvat) tests were run, but there were no alerts indicating that the rvat was suspended. Additionally, the lead safety switch (lss) was triggered due to high out of range pacing impedance. There was no capture on the bipolar programming, but there was capture on the unipolar programming. Technical services (ts) recommended resolution recommendations. The lead remains in use. No additional adverse patient effects were reported. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.